Manufacturer narrative:
(B)(4). Catalog number 062903-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. It is unable to determine if the device may have contributed to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) had a naso jejunal tube placed. After an unspecified period of time on the same day, the patient regurgitated the nasal tube. It was planned to place a percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, additional information was received and indicated that the patient passed away. Though requested, additional information including cause of death was not provided.